Event description:
On (B)(6) 2014, a customer reported an unexpected negative result when using anti-jka with tube testing methodology.

Manufacturer narrative:
Confirmed the reactivity of retention anti-jka, lot 614009 with cells 5, 6, 10, and 11 of retention panocell-20, lot 21483. Controls performed as expected and all reagent red cells exhibited the expected reactivity. Cells that reported positive, exhibited positive reactivity of 2+. Retention product performed as expected. Performed a phenotype assay on customer's submitted sample, (B)(6) (tubes a and b), by tube method using retention anti-jka, lot 614009. Controls performed as expected and customer's sample exhibited 2+ positive reactivity. Confirmed the reactivity of returned anti-jka, lot 614009 by tube method with cells 5, 6, 10, and 11 of retention panocell-20 lot 21483. Controls performed as expected. Cells 5 and 6 resulted the expected positive, exhibiting positive reactivity of 1+, and cells 10 and 11 resulted the expected positive, exhibiting positive reactivity of 2+. Immucor was not able to reproduce the complaint. The investigation could not identify a product deficiency.